Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, when applying the staple onto the stomach, there was poor staple formation. The staple line was not in straight line and there was oozing present after firing the staples. The staple line was incomplete. It was over-sewn with suture, which may cause leakage. There was no patient injury, but a second operation will be required to correct the issue.

Manufacturer narrative:
Based on the additional information received, this report is updated from a serious injury to a malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, when applying the staple onto the stomach, there was poor staple formation. The staple line was not in straight line and there was oozing present after firing the staples. The staple line was incomplete. There wasn't a re-operation due to this incident, over-sew the stomach at the same operation. There was no leak after the surgeon over-sewed the stomach. There was no patient injury. Patient status: recovered.